Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that forty days post implant of this transcatheter bioprosthetic aortic valve, moderate paravalvular leak (pvl) was detected. Balloon aortic valvuloplasty (bav) was attempted, but the leak did not diminish due to large amounts of calcium deposits in the patient's anatomy. A second valve was implanted valve-in-valve and no further pvl was present. No adverse patient effects were reported.